Event description:
It was reported that an external blood leak was observed from the pressure pod of a prismaflex st100 set. This occurred less than five (5) minutes after the start of continuous renal replacement therapy when the machine alarmed "excessive transmembrane pressure" and the treatment was stopped. The volume of blood loss was unknown. There was no report of medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Prismaflex st100 set ckt has been temporarily approved for use in the us under emergency use authorization eua(B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6 and h11. H11: the actual device was not available; however, photographs of the sample were received for evaluation. Visual inspection of the photos showed a leak from the set access post-pump pod. This component is manufactured and assembled by vantive internal suppliers. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the pod defect was determined to be related to supplier manufacturing. Two (2) nonconformance records have been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.